Event description:
It was reported that intra-op, the stimulation power was low and there was channel 1 recognition failure. They stimulated it and got a response until the halfway point, but there was no response from the middle. It was reattached but the issue was not resolved by repositioning or troubleshooting. There was no known patient impact.

Manufacturer narrative:
H3: initial product analysis found that there were no anomalies with the nim console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/222856904, UDI#: (B)(4). H3 for concomitant product: initial product analysis found that there were no anomalies with the nim patient interface. Additional codes: img code g02030 is applicable for the nim console & img code g02005 is applicable for patient interface (concomitant product). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.